Event description:
The customer reported generating a non-reproducible, elevated troponin I (access accutni+3), result for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial elevated result was questioned when subsequent samples from the same patient were analyzed on the same unicel dxi 600 access immunoassay system and generated lower access accutni+3 results, within the customer's established normal reference range. Repeat analysis of the initial elevated sample on the same unicel dxi 600 access immunoassay generated a lower access accutni+3 result within the customer's established normal reference range. The initial elevated access accutni+3 result was released from the laboratory and there was a report of change to patient treatment, as the patient was transferred to the catheterization laboratory. No further information was provided pertaining to patient treatment details. Quality control (qc), calibration, and system check were all performing within assay and system specifications at the time of the event. The sample was collected in a lithium heparin plasma tube and centrifuged in a stat spin express 4 at room temperature. Centrifugation time and speed information was not provided by the customer. The customer stated the patient's sample contained a clot. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not provide any patient demographics information (age, date of birth, gender, and weight). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument performance. The fse performed scheduled preventative maintenance on the instrument. The fse then performed successful hardware and system verification tests which met specifications and did not identify an issue that may have contributed to this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, pre-analytical sample handling issue is the cause of this event. The customer acknowledged the presence of a clot in the sample.